Event description:
It was reported that a lead warning triggered. The atrial sensitvity was reprogrammed from 0.7mv to 0.18mv. It was noted that the lead warning may have triggered due to atrial flutter and the lead is functioning normally. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.